Event description:
Reportedly, 3f valve was explanted due to pvl. Doctor said that he could have easily fixed the valve, but the patient preferred at re-do to receive a mechanical valve; so an ats ap360 valve, size 24mm, was implanted. Patient is reportedly doing fine.

Manufacturer narrative:
Valve has been returned to contract pathology lab for analysis. Review of the device history record for this valve confirmed that it met all specifications and passed all inspections prior to release.